Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received a new implantable neurostimulator (ins) recharger a few days ago but despite the fact that they charged it with a full cycle before charging the ins, the orange light always appeared when they tried to charge the implant. A 634 error appeared on the patient programmer. The last time the patient charged the ins was more than a month ago. It was verified with the patient that they were performing all the charging steps correctly but the error persisted. The ins may have overdischarged. The patient was advised to contact a technician at the hospital to request an emergency recharge. No patient complications have been reported as a result of this event.